Event description:
Per the clinic, revision surgery (date not reported) may have been performed, in order to provide a "longer post". More information has been requested, but has not been provided as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)